Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, flat creases, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing.

Event description:
Regulatory body reports "patient operated of augment mastopexia. Since a year, hardness in the mamma. Us with folds in the implants". Physician confirms "hardeness and pain" device has been explanted this relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Regulatory body reports "patient operated of augment mastopexia. Since a year, hardness in the mamma. Us with folds in the implants". Physician confirms "hardness and pain" device has been explanted this relates to the left device.